Event description:
The customer reported that the zipper is damaged on the side panel a that the slider is broken and the teeth do not align. This was discovered during set up and there was no patient contact. Inspection of the product found that the panel side a zipper slider body is open.

Manufacturer narrative:
(B)(4) - no patient involvement, (B)(4) - zipper slider is broken and teeth do not align. Results: evaluation of the product found that the panel side a window zipper slider body is open. (B)(4).